Event description:
High risk surgery due to patient being about 10 weeks pregnant. Surgery: we had a 10 mm ligasure device fail last night in a left salpingo-oophorectomy [lso] case. The device was locked on tissue and would not open. Surgeon had to open another ligasure and cut it out. An incident report was written that said: the jaws of a ligasure atlas 10mm were jammed closed on the vessel. Surgeon had to open another ligasure and cut it away from the vessel. Product safety coordinator: I have the ligasure atlas 10mm instrument from the lso case. Surgeon stated the following in her op notes: the left ip ligament [infundibulopelvic ligament, the suspensory ligament of the ovary, a fold of peritoneum that extends out from the ovary to the wall of the pelvis] was then triply desiccated with the ligasure device and transected. The 10 mm ligasure device was noted not to be opening as anticipated; therefore, the 10 mm ligasure device was replaced with the 5 mm ligasure device. The remainder of the case was completed using the 5 mm ligasure device. The 10 mm ligasure device was taken off the field. Psc: the instrument that I received is largely functional and clean, not at all like the unlockable instrument with tissue in its jaws that I was expecting. Could you clarify what you meant by "not to be opening as anticipated." Did it work for you but you felt that it was not quite trustworthy? Surgeon: it would not open off sealed vessel. I had to force it off with jaw closed. Psc: were you able to unlock it and then felt in the handle that it wouldn't release? Did you use some kind of tool to help you force it off the vessel? If so, what tool? Surgeon: I physically forced the pedicle [stem of vessel/ligament] off with another device (because the 10mm ligasure would not open after we sealed and cut). The pedicle was cut so with careful maneuvering I forced it off but it was high risk for a major bleed because I was pulling on a major vascular pedicle on a pregnant patient. Psc: are you aware of any pictures that may have been taken of this ligasure atlas when it was locked on tissue? I was expecting in the box something with tissue still in its jaws and that it was jammed and couldn't be opened. What I received in the box was a completely functional device: no gunk in the jaws, a clean handle. I can close and lock it then unlock and release it. The knife blade moves back and forth. Surgeon: no pics but I have multiple witnesses. Tissue would not be in the jaw. The blade was working so it transected the pedicle.